Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2220 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that two pediatric patients with a cracked groshong catheter hub. Pervious catheter plus red hub cracked. Need to insert a new catheter. No other information was provided. This report addresses the second patient.